Manufacturer narrative:
The biomedical engineer reported that the rns (remote network system or remote monitoring system) powered off and will not turn back on. The faulty power supply was the issue. Customer would like to exchange the unit. Exchange unit was sent to the customer. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reported that the rns (remote network system or remote monitoring system) powered off and will not turn back on. The faulty power supply was the issue. Customer would like to exchange the unit.

Manufacturer narrative:
The biomedical engineer reported that the rns (remote network system or remote monitoring system) powered off and will not turn back on. The faulty power supply was the issue. Customer would like to exchange the unit. Exchange unit was sent to the customer. Attempts have been made to obtain the product. The unit has been evaluated and the problem was duplicated with a known good power cord and ac socket. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.